Event description:
One pt with discrepant ft4 results. Initial result 30.0 pmol/l, repeat 20.1 pmol/l. No adverse events reported in association with the incorrect results. If add'l info is rec'd, appropriate notification will be provided.